Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas pure e 402 analytical unit. For multiple patients, the results were positive for hiv duo. However, the results of pcr testing were negative. On (B)(6) 2025, for patient 1, the hiv duo result was 1.60 coi (reactive). On (B)(6) 2025, for patient 2, the hiv duo result was 1.32 coi (reactive). On (B)(6) 2025, for patient 3, the hiv duo result was 9.58 coi (reactive). On (B)(6) 2025, for patient 4, the hiv duo result was 1.73 coi (reactive).

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The provided calibration and qc data were within specifications. The investigation determined that the event was consistent with a sample-specific issue and the elecsys hiv duo assay performed within specification. Per product labeling for the assay, the specificity is less than 100% and for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.